Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and reservoir had a air bubble anomaly as well as leak. Customer's blood glucose level was unknown at the time of incident. Troubleshooting was done for no delivery alarm. Customer reports that the no delivery alarm was resolved by changing the reservoir. Reservoir will be returned for analysis.